Event description:
It was reported via sales that a patient with an implanted edwards perimount aortic valve had their valve explanted after a duration of approximately 1 year due to staphylococcal endocarditis. No additional information was provided by the healthcare provider despite multiple request to obtain patient records and medical history.

Manufacturer narrative:
Additional manufacturer narrative: the only information provided by the reports is that the valve was explanted due to endocarditis. The serial number of the device has not been provided; therefore a manufacturing review has not yet been completed. The healthcare provider declined to release any additional information, despite multiple attempts by edwards. No patient information, records, or medical history was provided. Attempts are ongoing; additional information will be reported if received.